Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarms noted. Device received with operating currents within spec. Device passed self test, unexpected restart error test, rewind, basic occlusion test and displacement test. No unexpected restart alarms noted. However, unable to prime device during prime test due to faulty force sensor resistor. Device received with cracked case at display window corners. Device received with cracked reservoir tube. Device received with broken battery tube threads. Device received with minor scratches on lcd window.

Event description:
Customer reported via phone call that the device alarmed button error alarm. Customer's blood glucose was 260 mg/dl. Customer was unable to clear the alarm. Device alarmed unexpected restart alarm after the battery was removed. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.